Event description:
Fixator was applied on a medial side of the pt's foot for charcot foot reconstruction. One week after the surgery the pt reported that the fixator m511 broke at the intersection of the gears. The pt returned to the doctor's office where the m511 fixator was removed and a long rail orthofix fixator was applied to temporarily hold the treatment site. Approximately six days later the doctor brought the pt into the or where he removed the temporary fixation and replaced one of the pins. The doctor had to reposition the treatment site and then apply a new m511 fixator.